Event description:
It was reported that the programmer failed to boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the "get logs" and "get patient information" applications were executed for retrieval and archiving of device and patient information and the customer comment that the programmer failed to boot up was able to be confirmed, therefore the hard drive was reconfigured and the software reloaded to resolve. Analysis also noted that the hinge plate screw was missing and it was replaced. Product ID: 229047 software analyzer (B)(4).